Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery and that an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer will reach out to hcp for back up therapy method.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.